Event description:
The account alleged with patient in bed and family in room the bed lowered on its own, made clanking noise and came back up. They alleged the bed did it twice.

Manufacturer narrative:
The account removed the bed and brought it to the shop, tested all functions and could not duplicate the alleged failure. The account is continuing to monitor the bed.